Event description:
Physician was performing thoracentesis, was using 18 ga sterile needle, went to inject normal saline and it was occluded. Physician opened another kit and was able to successfully perform procedure.